Event description:
Delivery stopped for 4 devices (4 separate patients). Contents of device reported as 5fu and in each case only about 1/3 of the medication was delivered to the patient. Per ncc, there was no pateint injury or medical intervention required as a result of the reported event.